Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the glass penetrate the user¿s skin? What was done to treat the shard penetration? Was medical or surgical intervention required? Was there any special diagnostic test performed? What is the status of the surgeon injury today? Is the device available to be returned for evaluation? If so, please provide the status of the return sample and any available tracking information. To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and topical skin adhesive was used. When the ampule was squeezed, pieces of glasses cut surgeon's hand when used. No adverse consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Evaluation: the analysis results found that the device was returned without the original packaging. Upon visual inspection, the sample was opened to review the applicator and no defects were observed related to shard penetration. No conclusion could be reached as to what may have caused the reported incident. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.